Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 58 mg/dl. Reportedly, the customer did not consume breakfast in the morning. To treat the low bg level, the customer consumed soda, a slice of bread, and a couple of cookies. Recommendation was made to consult with health care provider regarding diabetes management.